Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-aug-09 reported the patient's pain started getting worse in (B)(6) 2017. The cause of the volume discrepancies in (B)(6) 2017 and (B)(6) 2017 was not determined. Actions/interventions included the pump was replaced. It was noted that the volume discrepancies in (B)(6) 2017 were resolved. The patient's weight was about (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving bupivacaine 25.4mg/ml for a total dose of 7.034mg/day and dilaudid (hydromorphone) 6mg/ml for a total dose of 1.6485mg/day via an implantable pump for non-malignant pain, post lumbar laminectomy syndrome, and spinal pain. It was reported a volume discrepancy occurred where the actual residual volume (arv) was greater than the expected residual volume (erv). On (B)(6) 2017, arv was 9.7ml and the erv was 5ml. It was noted a volume discrepancy was noted at the past refill in (B)(6) 2017. The arv was 13ml and the erv was 4.4ml in (B)(6) 2017. Prior to the call, the pump logs were checked and the reservoir was accessed. Troubleshooting suggested included doing a dye study and/or a catheter access port (cap)aspiration. Hcp was to follow up with managing hcp to discuss suggestions. The patient stated they hurt all over due to their condition, but they cannot tell if the pain has gotten worse or not. Event date was (B)(6) 2017. No further complications were reported/anticipated.